Event description:
It was reported that the pt is experiencing severe shocking sensations in her ci. The device was implanted on (B)(6), 1998. The pain started on (B)(6), 2011 and occurs while she is wearing her processor. Exchanging the external parts did not improve. There is no accident or trauma known. The implant check carried out on (B)(6), 2011 revealed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.